Event description:
It was reported that the right ventricular rate exhibited oversensing and undersensing. The patient had pre syncopal episodes. The lead was capped and replaced.

Event description:
The lead did not exhibit undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.